Manufacturer narrative:
The patient suffered no new neurological deficits following the procedure and was discharged to a rehabilitation facility. The patient's gender is unknown. Literature citation: munich et al (2013). Recanalization of acute carotid stent occlusion using penumbra 4max aspiration catheter: technical report and review of rescue strategies for acute carotid stent occlusion. Bmj case reports, 1-5. Please note that the case report publications has been attached to this MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as noted in a case report, recanalization of acute carotid stent occlusion using penumbra 4max aspiration catheter: technical report and review of rescue strategies for acute carotid stent occlusion, bmj case reports (2013) 1-5; the patient had in-stent occlusion after a precise carotid stent was deployed across 90% stenosis in the left internal carotid artery (ica). At the time of the procedure, a 5.5mm angioguard distal protection device was deployed in the left ica approximately 2cm distal to the stenosis and a precise carotid stent was deployed. Post-stent angioplasty was performed using a 5mm viatrac balloon catheter. The cervical carotid angiogram after balloon angioplasty demonstrated complete occlusion of the left ica within the stent and distal to it. An intra-arterial injection of 10mh verapamil and 10mg abiciximab was unsuccessful in obtaining recanalization. Since it was unsure if there was occlusion within the stent or due to debris within the distal protection device, the distal protection device was not simply recaptured. A 4max aspiration catheter was introduced over the existing angioguard wire and across the in-stent thrombus to the level of the distal protection device. Thrombus was aspirated at the angioguard and within the stent. Macroscopic inspection revealed that the aspirated contents from the stent were consistent with acute thrombus and not embolized plaque. A follow-up angiogram showed complete recanalization with restoration of blood flow. The residual stenosis was approximately 25-30% and there was no evidence of intracranial vessel occlusion. Following the procedure the aspirin and clopidogrel levels were confirmed to be therapeutic. The patient suffered no new neurological deficits following the procedure and was discharged to a rehabilitation facility. The products remain implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Device blockage is a known potential event during use of an embolic protection device. The purpose of the filter basket is to trap emboli during coronary, carotid, and peripheral procedures. There is no indication or allegation that a cordis product did not function as intended. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As noted in a case report, recanalization of acute carotid stent occlusion using penumbra 4max aspiration catheter: technical report and review of rescue strategies for acute carotid stent occlusion, bmj case reports (2013) 1-5; the patient had in-stent occlusion after a precise carotid stent was deployed across 90% stenosis in the left internal carotid artery (ica). At the time of the procedure, a 5.5mm angioguard distal protection device was deployed in the left ica approximately 2cm distal to the stenosis and a precise carotid stent was deployed. Post-stent angioplasty was performed using a 5mm viatrac balloon catheter. The cervical carotid angiogram after balloon angioplasty demonstrated complete occlusion of the left ica within the stent and distal to it. An intra-arterial injection of 10mh verapamil and 10mg abiciximab was unsuccessful in obtaining recanalization. Since it was unsure if there was occlusion within the stent or due to debris within the distal protection device, the distal protection device was not simply recaptured. A 4max aspiration catheter was introduced over the existing angioguard wire and across the in-stent thrombus to the level of the distal protection device. Thrombus was aspirated at the angioguard and within the stent. Macroscopic inspection revealed that the aspirated contents from the stent were consistent with acute thrombus and not embolized plaque. A follow-up angiogram showed complete recanalization with restoration of blood flow. The residual stenosis was approximately 25-30% and there was no evidence of intracranial vessel occlusion. Following the procedure the aspirin and clopidogrel levels were confirmed to be therapeutic.